Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with heavy tortuosity and heavy calcification. The 2.75 x 18 mm xience v stent delivery system (sds) was advanced for direct-stenting, but the sds could not cross the lesion. The sds was removed, and it was noted that the stent and the balloon were slightly bent. An additional guide wire was advanced to straighten the vessel, and the sds was re-inserted; however, still could not cross the lesion. During removal, slight resistance was noted with the vessel, and the stent dislodged in the left anterior descending (lad) artery. An attempt was made to snare the stent, but was unsuccessful. A 3.5 x 18 vision stent was used to deploy the stent in the lad. The target lesion was not treated. The patient was stable throughout the procedure, and there was no clinically significant delay due to a device issue. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The heavily tortuous and calcified patient anatomy was not pre-dilated which likely contributed to the reported difficulties. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is likely that the stent interacted with the heavily calcified lesion during advancement, contributing to damaging the stent and kinking the balloon as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It was reported the sds was removed from the patient anatomy and re-inserted after the stent and balloon were noted to be damaged. The IFU states to inspect the device and do not use if any damage is noted. Additionally, the IFU states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is likely that the sds met resistance with the lesion again due to the damage noted to the stent, resulting in resistance during retraction which would lead to the stent ultimately dislodging from the balloon. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage, difficult to remove, or stent dislodgement for this lot. Further interaction during the re-insertion of the sds after damage was noted likely contributed to further damaging the stent leading to resistance during retraction and the stent ultimately dislodging. There is no indication of a product quality deficiency.